Event description:
It was reported to boston scientific corporation that a jagtome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2012. According to the complainant, during the procedure, while attempting to perform the sphincterotomy, the cut wire broke. No part of the device broke off and fell into the patient. The procedure was completed with another jagtome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine". ***updated information*** both the complaint device and the device used to complete the procedure were confirmed to be autotome sphincterotomes, not jagtomes as previously reported.

Event description:
It was reported to boston scientific corporation that a jagtome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2012. According to the complainant, during the procedure, while attempting to perform the sphincterotomy, the cut wire broke. No part of the device broke off and fell into the patient. The procedure was completed with another jagtome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The reported event: cut wire broke. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Manufacturer narrative:
Visual evaluation of the returned device found that the working length of the device was twisted, the extrusion at the distal pierce hole was melted, and the distal end of the cutting wire with the anchor had detached from the distal pierce hole of the extrusion but remained attached to the device. The tear of the extrusion extended 6 mm proximal to the distal pierce hole. The cut wire appeared discolored from use. The weld-solder integrity of the cutting wire - anchor notch was intact, but the proximal section of the anchor notch had detached and was not returned with the device. Review and analysis of all available information indicated the most probable root cause for this event was operational context, likely due to the procedural factors/ generator settings. The device history record review found the device met all manufacturing specifications.